Manufacturer narrative:
Health effect- clinical code 4581: significant reduction of ica claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -11.00/2.00/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles. The exchange resolved the problem. In the reporters opinion the device was the cause of this event. "Device too large" was reported for cause details.